Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. In addition, a power source alert occurred and the pump did not charge when plugged into a power source. Reportedly, the pump began charging after leaving the pump into a power source for an extended period of time. The customer's blood glucose was 236 mg/dl. The customer continued to use the pump for insulin therapy.